Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was performed using a syringe and it was noticed the cuff held the air, the cuff was left inflated, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff leaked while the patient was on vent so the patient was extubated but the second tube also developed a leak shortly after intubation. Patient had to be reintubated for a third time with a different style tube.